Manufacturer narrative:
The ventilator was investigated on site and the described customer issue could be reproduced. The expiratory valve coil was found to be shorted. The ventilator passed functional test and pre-use checks and was cleared for clinical use. Evaluation of the device logs could confirm the reported customer issue on the given date of event. The ventilator failed the expiration valve test in the pre-use check due to leakage and in the following pre-use checks the internal leakage test failed due to low test pressure. No indication of patient treatment could be detected at the given time. The expiratory valve coil controls the opening of the expiratory valve and the power supply to the expiratory valve coil is regulated to keep the peep level according to user setting. A failing expiratory valve coil can cause a lower pressure than set in the breathing circuit and may lead to stop of ventilation. Alarms will be generated if the user set alarm limits are exceeded. If present, the fault will be detected during pre-use check. According to the fse the expiratory valve coil was shorted but it has not been determined how it was shorted. Since no parts were returned for investigation the root cause can not be established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).